Event description:
It was reported that the patient had an unspecified promus stent implanted in (B)(6) 2011. The pathologist performing the autopsy reported that he noted a reaction in the heart where the promus stent was placed. The physician does not think that the cause of death was cardiac, however no additional information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. Date of implant: estimated, as it was reported to be in (B)(6) 2011. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of death is listed in the promus eluting coronary stent system instructions for use.